Manufacturer narrative:
The catheter was returned in two segments. Jagged diagonal tears were observed on one end of both segments. Both segments met requirements for the patency and leakage tests. The catheter met requirements for the tensile strength and ultimate elongation tests. A review of the manufacturing record was not possible as a lot number was not provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that an edm lumbar catheter broke when it was being explanted. Approximately 7 cm of device was initially retained in the patient, however the retained piece was surgically removed. It was also reported that the catheter was difficult to remove during explantation, possibly due to patient anatomy. The catheter was implanted in the patient while they were in a bent position, and it was explanted from the patient while they were in a straight position. The patient was reported to have been discharged from the hospital.